Manufacturer narrative:
All involved devices are currently being held by the facility who is not releasing the devices for eval.

Event description:
Treatment of a left vertebral pica aneurysm. It was reported while placing the coil (ev3) in the aneurysm, the coil looped into the parent artery, and during re-positioning, the coil stretched. The coil and catheter were being removed when the coil became entangled with a stent located in the parent artery. Physician used the merci retrieval device (by concentric medical) to remove the coil and stent. The aneurysm was re-accessed with a rapid transite (micro catheter by cordis) when the aneurysm ruptured. Another ev3 coil (n-7-10-t10) was deployed to stop the bleeding. At the end of the procedure, it was also reported that pieces of the merci device and stent were found in the femoral artery, but they were not removed due to failing pt condition. Six days later, it was reported the pt was in a coma. Twelve days later, it was reported the pt expired (date unk).